Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached and returned; the fiber is proximally fractured at uv glue zone; the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing exhibits signs of melting, detritus adhesion, partially erased 'greenlight' text, and erased red octagonal sign and blue arrow indicator; the fiber appears blackened near the heat shrink tubing open end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the fiber tip broke off at 76,999 joules and 13:24 minutes of use. Additional information notes "the break occurred inside the patient, the tip was retrieved with the scope." The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed using the second fiber. No patient or user injury was reported.